Event description:
It was reported that an occlusion alarm occurred, with the customer's blood glucose level reading as "high," indicating it exceeded normal levels. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support guided the customer through several troubleshooting steps, including disconnecting and tightening various parts of the setup and delivering multiple boluses. Despite the recurring occlusion alarms, the final attempt to deliver a bolus was successful, and the resolution involved the customer replacing supplies and resuming insulin use, with further assistance available if needed.